Manufacturer narrative:
Analysis of historical records the devices involved in this event were not returned to orthofix. Unfortunately, also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation a technical evaluation of the broken devices used was not performed as the products have not been made available for the investigation. Conclusions a technical evaluation of the broken devices used was not performed as the products have not been made available for the investigation. Unfortunately, no information about the lot involved is available, therefore it is not possible to perform any technical investigation. A medical evaluation of the case was not performed as no information about patient conditions, medical procedure, diagnosis and x-rays have been made available. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the problem complained. In case further information and/or the devices used are provided, orthofix will finalize the investigation on the event. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by the hospital indicates: devices code: 99-t93705 and 99-t93590 (MFR reports 9680825-2024-00061 and 9680825-2024-00062 respectively). Hospital name: (B)(6), surgeon name: (B)(6), date of the event: october 16, 2024, date of initial surgery: on (B)(6) 2023, event description: breakage of the sliding and the supplementary lag screws consequence: surgical intervention, action taken: nail replaced by total hip prosthesis. Manufacturer ref: (B)(4).

Event description:
The information provided by the hospital indicates: devices code: 99-t93705 and 99-t93590 (MFR reports 9680825-2024-00061 and 9680825-2024-00062 respectively) hospital name: (B)(6). Surgeon name: (B)(6) date of the event: (B)(6) 2024. Date of initial surgery: (B)(6) 2023. Event description: breakage of the sliding and the supplemtary lag screws. Consequence: surgical intervention. Action taken: nail replaced by total hip prosthesis. Manufacturer ref: (B)(4).

Manufacturer narrative:
Analysis of historical records. The devices involved in this event have not yet been received by orthofix. Unfortunately, also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation. The devices involved in this event have not yet been received by orthofix. The technical evaluation will be performed as soon as the devices become available. As soon as the further information and/or the results of the technical investigation are available, orthofix will provide a follow up report. Orthofix continues monitoring the devices on the market.